Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 468 mg/dl. Customer was treated with insulin pen. Customer had blood glucose level of 132 mg/dl. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.